Event description:
Additional information was received on (B)(4) 2011, when product analysis was completed on the explanted generator. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis was completed on the explanted lead on (B)(6) 2011. Product analysis revealed there was a discontinuity of both the positive and negative quadfilar coils in the body region of the returned lead portions. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found on the quadfilar coils. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. A portion of the lead assembly body, including the electrodes, was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product.

Event description:
Additional information was received on (B)(4) 2011, when the physician's nurse reported that the patient had an appointment on (B)(6) 2011, to have his vns programmed on. She did not know if any trauma or patient manipulation occurred that could have caused or contributed to the high impedance. She could not find any diagnostic test results or programming history in the patient's charts nor any referral for x-rays. No further information was provided. The patient had a full revision surgery on (B)(6) 2011. The patient's lead was replaced due to the high impedance and the generator was replaced for prophylactic reasons. The lead impedance was reported to be ok after surgery. The explanted products were returned to the manufacturer on (B)(6) 2011, for product analysis that has not yet been completed.

Event description:
On (B)(6) 2011, the vns patient's mother reported that they saw the vns treating physician yesterday and he reported that the lead wire was not functioning. The patient was then referred to the surgeon for lead revision surgery. The manufacturer's consultant reported that he spoke with the patient's mother and the patient had high lead impedance. The consultant stated that the patient would most likely have his battery replaced prophylactically as well along with the lead revision surgery. Although surgery is likely, it has not yet occurred. Additional information will be requested from the physician concerning the high impedance. When further information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.